Event description:
Inferior vena cava filter implanted in 2004. When decision made to remove, discovered portion of filter fragmented with fragments retained after filter removed six months later. Fragment seen pre and post removal. Bard recovery care removal system used for retrieval (ref: rc-15; lot 07kn2374).